Event description:
It was reported that there was oversensing on the rv lead. The lead is still in use, but the device was reprogrammed and the lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event. It was reported that there was oversensing on the rv lead. The lead is still in use. No patient complications have been reported as a result of this event. (B)(6) 2010: the device was reprogrammed and the lead is scheduled to be explanted and replaced. (B)(6) 2011: the lead was replaced.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis noted: interference/noise, 2294 v-sics since last session (179 days ago). Average of 12.8 sic/day. Also noted: oversensing 6 short v-v episodes (<220ms period) noted between (B)(6) and (B)(6) 2010 2010. One episode with 235ms period on (B)(6) 2010. Five other <220ms nsts between (B)(6) and (B)(6) 2010.

Event description:
It was reported that there was oversensing on the rv lead. The device was reprogrammed until the lead was explanted and replaced. It was further reported that the lead had fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis noted: interference/noise, 2294 v-sics since last session (179 days ago). Average of 12.8 sic/day. Also noted: oversensing 6 short v-v episodes (<220ms period) noted between (B)(6) 2010. 1 episode with 235ms period on (B)(6) 2010. 5 other <220ms nsts between (B)(6) 2010.

Event description:
It was reported that there was oversensing on the rv lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis noted: interference/noise, 2294 v-sics since last session (179 days ago). Average of 12.8 sic/day. Also noted: oversensing 6 short v-v episodes (<220ms period) noted (B)(6) 2010. 1 episode with 235ms period on (B)(6) 2010. 5 other <220ms nsts (B)(6) 2010.